Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient had a frayed recharger cord. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported. Additional information was received from the patient on 2019-jan-02. The cause of the ins not depleting as expected was n/a- there was no problem with the battery. The units were working fine. The coating on the power cord cracked at the plug in. They wanted to replace in case it caused a problem later. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. The patient received their replacement antenna so they checked the ins using the recharger and it was showing that the battery is full. However, they typically recharge every day and haven't had to recharge for 8 days. The patient is concerned that the ins is not depleting at a typical rate. The patient confirmed that they are getting the ins sufficient for use screen and that stimulation is on. The patient noted that back in may their settings were lowered and they have stimulation so that they don't feel it. However, they haven't made any adjustments recently. Patient services suggested that the patient check the status using their patient programmer and after replacing the batteries and clearing the 006 message the patient connected and received the therapy screen. They confirmed seeing the lightning bolt and that the ins battery is completely full. They don't check coupling when they recharge but noted that it takes about 1-1.5 hours each day normally to charge. An email was sent to a local manufacture representative (rep) to review the situation. The patient indicated that they do not intend to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.